Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the device the cs300 intra-aortic balloon pump (iabp) battery life is short getinge field service engineer (fse) report of shortened battery life battery life was short (about 45 minutes) during inspection by m battery replacement deadline was near, so we replaced it. Passed battery test (battery test 60 minutes, running test 60 minutes confirmed).

Event description:
It was reported during an in-hospital inspection, the cs300 intra-aortic balloon pump (iabp) the battery operating time was found to be short (approximately 4=5 minutes).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.